Manufacturer narrative:
For device no. 1: lot number: 09a002; serial number: (B)(4); expiration date: 01/12/2013; manufacture date: 01/30/2009. For device no. 2: lot number: s-09g1471; serial number: (B)(4); expiration date: 07/01/2013; manufacture date: 08/17/2009. Paravalvular leak. Method: device not returned. Additional manufacturer narrative: information was submitted to our implant patient registry for two devices; however, they were both reported to be implanted in the same position. The information received from the health care provider did not indicate which of two devices was used. The serial numbers reported are (B)(4) and (B)(4) - both are the same model, same size device. Despite repeated attempts to get clarification of which device was used, which device was explanted -- no additional response has been received from the health care provider other than that both devices were implanted and explanted on the same day; not a device malfunction; and did not cause or contribute to the event. The health care provider did gave the reason for explant as "paravalvular leak" which is 'a leak outside the valve, not going through the leaflets', and represents regurgitant flow between the sewing ring and the aortic wall. This is not considered a malfunction. Although an operative report was requested and was indicated as available, none was provided. It cannot be confirmed how or at what point the paravalvular leak was detected. No information was provided that an echo was conducted. Investigation is on-going. A device history record review was done on both devices and both devices were found to have met all manufacturing specifications. The health care provider indicated that the device was not available for return; therefore, a DHR review was done on both devices and that information is included in this report. In the event additional information is learned, this report will be updated.

Manufacturer narrative:
Replace previous statements with the following: information was submitted to our implant patient registry for two devices; however, they were both reported to be implanted in the same position. The information received from the health care provider did not indicate which of the two devices was used. The serial numbers reported are (B)(4) and (B)(4). Both are the same model, same size device. Despite repeated attempts to get clarification of which device was used, which device was explanted -- no additional response has been received from the health care provider other than that both devices were implanted and explanted on the same day; not a device malfunction; and did not cause or contribute to the event. The health care provider gave the reason for explant as "paravalvular leak" which is 'a leak outside the valve, not going through the leaflets', and represents regurgitant flow between the sewing ring and the aortic wall. This is not considered a malfunction of the device. Although an operative report was requested and was indicated as available, none was provided. It cannot be confirmed how or at what point the paravalvular leak was detected. No information was provided by the health care provider that an echo was conducted. Investigation is on-going. A device history record review was done on both devices and both devices were found to have met all manufacturing specifications. The health care provider indicated that the device was not available for return; therefore, a DHR review was done on both devices and that information is included in this report. In the event additional information is learned, this report will be updated.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011 a response was received from the health care provider indicating that (B)(4) was explanted at implant and (B)(4) remains implanted.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, a device was explanted at implant due to a paravalvular leak.